Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30 watchman laa closure device & delivery system (wds) were used. The physician performed two full recaptures before successfully implanting a third device. There was no effusion noted after each device recapture or post procedure. The patient was extubated and sent to recovery; however, the patient became hypotensive and brought back to the catheterization lab three hours later. Pericardiocentesis was performed and approximately 300ml of fluid was drained and protamine was given. An activated clotting time (act) of 260 was noted during the procedure. Additionally, the patient was on aspirin and plavix. The patient was transferred to cardiac care unit and remained stable and will prepare for discharge.